Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue was use related per details that the impella was pulled out of the lv by mistake. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b3 and d4. Upon review, the date of event and primary UDI number have been updated.

Event description:
A female patient of unknown age with an unknown past medical history presented in a pre support clinical state consistent with scai shock stage d and required impella support for an urgent high risk percutaneous coronary intervention (hrpci). An impella cp was implanted on (B)(6) 2026, at 04:42. During preparation for the next procedural steps, the pump was inadvertently pulled out of the left ventricle, resulting in the device being fully positioned in the aorta. Because the impella was across the aortic valve without a guidewire, attempts to reposition were not possible. The clinical team elected to remove the device and proceed with placement of a new impella cp. Based on the available information, the event appears related to inadvertent device manipulation rather than a device malfunction. Replacement of the pump resolved the issue. Further analysis will be conducted upon receipt of the returned device and data download. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.